Manufacturer narrative:
There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).

Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "system message occurred" (device displays error message). A customer reported receiving a system message during priming. The system message cleared and then another system message was displayed during set-up. The system was switched out and the case was completed. No pt impact was reported.